Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Added: d9, g4 (PMA/510(k). Corrected: d1, d4 (lot, catalog, UDI), h3, h4. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : device history reviews for asr platform have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, ¿metallosis and pseuodotumor. Replacement needed¿. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that light marks were observed all over the outer surface of the depuy asr xl fem imp, expected due to the metal-metal interaction for around 6 years. Additionally, signs of wear and what appears to be black organic material were found in the taper area, where the femoral stem is assembled. The observed condition of the device might contribute the reported metallosis event. It is worth mentioning. That the asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A dimensional inspection and functional testing were not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the depuy asr xl fem imp would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: there is no evidence suggesting manufacturing or material error as a potential cause for the incident involving the asr platform. Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.

Event description:
Metallosis and pseuodotumor. Replacement needed. Doi: (B)(6) 2006; doe: (B)(6) 2012.

Manufacturer narrative:
Product complaint # (B)(4). No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.